Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was claimed that pressure transducer test failed during pre-use check. Identification of issue has been done by analyzing problem description and communication with field service engineer. There was no patient involvement. The issue was reported to competent authority in abundance of caution as pressure transducer test failure may in some cases, represent a reportable event. Further provided information revealed that the solution of the issue pointed at replacing of the expiratory cassette's membrane, which malfunction will not affect ventilation. The root cause to the reported issue has not been determined.

Manufacturer narrative:
Device related data quality updates only. The UDI information is not available since the device was manufactured before 2015. A correction of field # d1 brand name, # d4 version or model #. Brand name: previous brand name: servo-s, corrected brand name: servo-s base unit. D4 - version or model #. Previous version or model #: servo-s, corrected version or model #: 6640440.

Event description:
Manufacturer's ref. #: (B)(4).